Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter; product ID: 8590-1, lot# n534386, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain. It was reported that a pump site infection occurred and there was redness/swelling. The pump and all components were explanted.